Event description:
Report received of an independent rate change. At an unspecified time in the neuro ICU, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported that the device was infusing at a different rate. There were no reported adverse pt effects.